Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.

Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted.